Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that is implanted with an implantable neurostimulator for spinal pain. It was reported that the health care provider did not tell the patient anything about how to use their device and she let the device run out for 3 weeks. She then moved to texas and was in the hospital for 5 days and had a high heart rate. Two manufacturer's representative later saw the patient and explained to her how to use the device and was much happier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.